Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that the lens optic was torn. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a aq2017v silicone lens. The lens split in half prior to insertion into the eye. Part of the lens had patient contact. No patient injury.